Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, an fse conducted on-site follow-up with the customer. The fse replaced the diluent syringe which returned the instrument to normal operation. The most probable cause of the reported event was due to a defective diluent syringe.

Event description:
On (B)(6) 2016, a customer reported error 4013 specimen syringe home not found, and 4014 home over-run on their aia-360 analyzer. The error occurred during shut down. When an all set home and repeat shut down were performed, there were no errors. However, the errors reappeared. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.